Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis (fa). The usm was analyzed and found to errors 282, 31009, 31010 and 22020 in the logs, but not replicated in-house. The error 282 points to both tool presence pins. 31009 indicates the rfid, magnet and 1 tool presence pin was not detected. The error 31010 indicated only 1 sterile adapter presence pin was detected. The error 22020 pointed to an undefined instrument not engaging its grip axis. The unit was tested on an in-house system where it passed normal mode with no related errors. The unit was also tested on an in-house pftp where it passed all tests with no related errors. The presence pins were not found to be sticky/stuck, and there was no damage to the carriage. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure universal surgical manipulator (usm) 2 was continuously flashing yellow. The system would accept the endoscope; however, once the endoscope was removed, the usm would start flashing yellow. The customer reported the issue was reoccurring. The customer attempted to replace the drape, and the usm continued to flash yellow. The drape was checked, and the pins were in normal positions, but the usm would still not accept the instrument. The customer attempted to stop the system, but the issue remained. The customer performed a hard power cycle on the system. Once the system was restarted, the surgeon was able to dock the usm and install the endoscope. The customer stated the issue occurred during the earlier procedure that day and they also had to hard power cycle to get the usm to recognize the instrument. Live logs showed missing sensors on the previous dates that were isolated to usm2. The procedure was completed as planned with no indication of patient injury. Isi followed up with the customer and gathered the following information: the customer resolved the issue twice and continued working. The 3rd time it failed the surgeon converted to a thoracotomy. The patient ended up with a thoracotomy incision. To resolve the reported issue the system was shut down two times and restarted. Hard shutdown was performed twice. The customer contacted the tse via phone with also twice. The drape was changed. The system functionality was checked upon powering on the system, and it said, "da vinci is ready". The system initially powered on without errors.